Event description:
According to the available information, the sling was placed in the 10 and 2 o¿clock position and remained in the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional altis referenced in b5 is captured under a separate report.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming [nc] report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device remains implanted. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional altis referenced in b5 is captured under a separate report.

Event description:
According to the available information, both anchors were placed and when the doctor was tensioning the altis, the suture broke. Static anchor was placed on the patient right and dynamic was placed on the patient left. The suture broke and both anchors stayed in place. The doctor removed the original sling by cutting it out of patient. The second altis (same lot #) was implanted. Doctor did cystoscopy. The patient still seemed to leak, and it could not be determined why. The sling was flat and up against the urethra extended to both obturators. Both trocars were rotated to where the grey was up on the handle slightly further on patient right.